Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported resistance with the m-knob resulting in positioning failure associated with steering the device cannot be determined. The reported image resolution poor is related to procedural conditions as imaging was reported to be challenging. A cause of the reported pericardial effusion and unspecified tissue injury cannot be determined. Pericardial effusion and tissue damage/injury are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, it was reported that there was resistance while turning the m knob, and the device could not steer to the valve.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. It was noted that imaging was challenging, and the tip of the mitraclip xtw could not be visualized. While attempting to steer to the valve, visualization was limited, and m knob was applied. There was resistance while turning the m knob. M knob movements were reversed and no resistance was felt. A pericardial effusion was noted. The xtw clip was removed and replaced. The replacement xtw was implanted and the pericardial effusion was drained. The mr had increased to grade 2+ after draining the pericardial effusion.